Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room and after hospitalized due to the high blood on (B)(6) 2018 with blood glucose of over 500 mg/dl. The customer was treated with the bolus and manual injection. The customer stated that in the emergency room they gave 12u of humalog and finally came down the blood glucose. The customer stated that tape was not sticking to the body. The device will not be returned for the analysis.